Event description:
Affiliate reported that the valve was broken. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation it was noted that the stator was dislodged. Therefore the cam position/pressure could not be determined. During further investigation, it was found that the valve casing was damaged as well as the cam mechanism, which may have been caused by some form of impact. This however could not be confirmed. A review of the deice history records confirms that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.